Manufacturer narrative:
A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.

Event description:
Consumer claims the base of his humidifier melted and caused the unit to leak. There were no reports of injuries or property damages with this incident.